Event description:
Boston scientific received information that while performing an ablation they are noting oversensing of noise leading to pacing inhibition. The field representative consulted boston scientific technical services (ts) as the device was in electrocautery mode. Ts advised that the noise is likely the defib detect circuit getting activated by current near the leads. Reportedly, one of the mapped foci was in the left ventricle on the septal wall. The rv lead is also implanted on the septal wall. When ablating this focus, the device reportedly inhibited pacing for a brief time. Total time of asystole was not conveyed as the field representative was not in the ablation procedure. However, based on information provided the field representative noted that the asystole was likely longer then two seconds but not longer then five. The patient was under general anesthesia and was closely monitored. There were no adverse effects from the short period of pacing inhibition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.